Manufacturer narrative:
The system was serviced in the field. Door open was indicated on the pendant. The side wall switch was adjusted and re-homed. The system passed all tests and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the gantry would not close using the pendant. The field service engineer (fse) walked the site through manually closing the door. The door open on the pendant would not work. The site called technical services (ts) and the ts recommended not spinning and removing from around patient due to probable mechanical issue. The site was unable to perform spin, but was able to manually open the gantry to remove from the patient. There was a 2.5 hour delay to the procedure and no impact on patient outcome. Additional information was received. It was reported that the site was able to finish the procedure but had to bring in a different system. It was reported that the site was not able to close the gantry so they were unable to get a spin.